Event description:
It was reported that this pacemaker was suspected of exhibited premature battery depletion with increased pacing threshold measurements. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.